Event description:
Device failed to perform as required during procedure. Specifically, it jammed and would not clip after two (2) clips were placed. The surgeon requested the device be removed from field and sent to bio-med for analysis.